Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. The fuse status of the central electrical panel, input and output supply of the power and led in the m-cabinet was checked. The fse performed system troubleshooting and found that the power tray fan was defective. The fse replaced the pdu (power distribution unit) fan tray to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system did not power up successfully. The system was not in clinical use at the time of event. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the power fan tray unit. The fse replaced the defective fru fan tray component and returned the system to use in good working order.